Event description:
The clinician reported having adverse events that they have not seen in the past. These adverse events include bone loss, delayed healing and inflammation. It is unknown how the clinician circumvented the issues.